Manufacturer narrative:
Checking the manufacturing charts of the involved lot #s, no pre-existing anomaly was found on the devices. This is the first and only complaint involving these lot #s. The items involved were not available to be returned to limacorporate for further analysis. Pre-operative x-ray dated (B)(6) 2023, was provided along with complaint data, and evaluated by a medical consultant. "There are some important points on the pre-revision radiographs that raise concern about the quality of the surgical procedure at index operation. The glenoid component is quite a lot lateralized and pointing substantially upward, instead of a slight downward tilt as recommended. The humeral component is malaligned in varus and very proud with an incorrect resection level. Altogether this is the most likely reason for the failure of the procedure and revision. In summary this looks most likely like surgical error. I cannot see any sign of implant-related failure here." Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that; the check of the sterilization charts highlighted no anomalies on the components manufactured with the involved lot #s, the medical expert's evaluation "in summary this looks most likely like surgical error. I cannot see any sign of implant-related failure here". We can state that the event was not product related. Pms data according to limacorporate pms data, this is the first and only complaint of prima humeral implants due to dislocation/luxation since on the market in 2022. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
Shoulder revision surgery was performed on (B)(6) 2023, due to dislocation/loosening of implant. During surgery it was when removing the liner/metal construct the surgeon saw that the tray/liner combination was not engaged in prima stem. Based off immediate post op x-rays from original case, the stem was positioned correctly with no varus, however after dislocation the stem was clearly in varus with medial subsidence. Surgeon retrieved the prima stem that was also loose. Next the 42mm glenosphere and 15-degree wedges baseplate were removed. The baseplate was stable, but surgeon was concerned that had too much superior tilt as the wedge was placed posterior and not superior, so surgeon went with a long tt peg and 15 baseplate position directly superior. Surgeon then put a 40 concentric glenosphere on and the glenoid was solid. Back to humeral side surgeon used a short reverse body as the patient was riding high. Surgeon settled on a +3mm constrained liner and felt good that the patient was very stable. Case was really smooth, except for trying to correctly position the glenosphere extractor(claw) over the glenosphere, which took 10+ mins to position correctly. Everything else went exactly as planned. Patient is a male. Date of birth - (B)(6) 1956. Event happened in u.s. Components explanted: prima stem #3 - ti6al4v, commercial code 1357.14.032 - lot #2226919 - ster. #(B)(6). Prima reverse tray #medium, commercial code 1367.15.013 lot #2206832 - ster. #(B)(6). Prima insert #short d.42 test, commercial code 1367.54.300 lot #2123359 - ster. #(B)(6). Smr glenosphere ø 42mm, commercial code 1374.09.131 - lot #2123235 - ster. #(B)(6). Smr connector small r, commercial code 1374.15.305 - lot #2313603 - ster. #(B)(6) smr glenoid peg tt small-r #m commercial code 1375.14.652 -lot #2310002 ster. #(B)(6). Tt augm.360 baseplate #s-r 15° commercial code 1375.155.15 - lot #2209554 ster. #2200142

Event description:
Shoulder revision surgery was performed on (B)(6) 2023, due to dislocation/loosening of implant. During surgery it was when removing the liner/metal construct the surgeon saw that the tray/liner combination was not engaged in prima stem. Based off immediate post op x-rays from original case, the stem was positioned correctly with no varus, however after dislocation the stem was clearly in varus with medial subsidence. Surgeon retrieved the prima stem that was also loose. Case went really smooth, except for trying to correctly position the glenosphere extractor(claw) over the glenosphere, which took 10+ mins to position correctly. Everything else went exactly as planned. Patient is a male. Date of birth - (B)(6) 1956 event happened in u.s. Components explanted: prima stem #3 - ti6al4v, commercial code 1357.14.032 - lot #2226919 - ster. #2300085. Prima reverse tray #medium, commercial code 1367.15.013 lot #2206832 - ster. #2200176. Prima insert #short d.42 test, commercial code 1367.54.300 lot #2123359 - ster. #2200075. Smr glenosphere ø 42mm, commercial code 1374.09.131 - lot #2123235 - ster. #2200062. Smr connector small r, commercial code 1374.15.305 - lot #2313603 - ster. #2300150. Smr glenoid peg tt small-r #m commercial code 1375.14.652 -lot #2310002 ster. #2300136. Tt augm.360 baseplate #s-r 15° commercial code 1375.155.15 - lot #2209554 ster. #2200142.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #s, no pre-existing anomaly was found on the devices. This is the first and only complaint involving these lot #s. We will submit final report when investigation is completed.